Event description:
It was reported to philips that the wireless foot switch was not working. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by using the wired foot pedal. It was reported to philips that the wireless footswitch was not working. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found the footswitch began working after a few minutes of charging, the customer had been using the footswitch for long time confirming a weak battery. To resolve the issue, fse replaced both the wireless footswitch and the base station. After replacement the device returned to good working order. An update has been made to the instructions for use regarding the charging and handling of the wireless footswitch. It is now necessary to keep the wired footswitch continuously connected. Consequently, as outlined in the sequence of events, utilizing an alternative footswitch or hand switch allows the procedure to proceed with little to no interruption, and any malfunction is unlikely to result in death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.